Event description:
Info received indicates that during testing when the pump was turned off while on ac power it would turn itself on immediately even through the power button was not pushed.

Manufacturer narrative:
Complaint could not be confirmed due to fluid ingress causing pcb to corrode. Pcb was replaced. Pump passed all tests.